Event description:
The lawsuit alleges that beginning in 1989 and continuing through may, 1996 fifteen persons underwent fusion operations that utilized plates and pedicle mfg and sold by co. The suit alleges that all of the devices have been surgically removed.